Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the iesu involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they were having a repeated c-38 and m-11 error on erbe generator when trying to activate monopolar energy. Prior to contacting the tse, the customer attempted to use brand new energy cables, neutral pad and different slots, but issue persisted. The tse checked error logs and confirmed several instances of errors c-30, c-38 and m-11. The tse guided the customer to reboot erbe generator with no success. The tse asked the customer if they had an external force triad generator, which was the case, and guided customer to connect it to the system in order to be able to use it for energy activation. The customer continued the surgery with this configuration. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned but the error c-38 could not be reproduced. However, error c-43 occurred during testing.

Event description:
Refer to h10/h11 for follow-up information.